Manufacturer narrative:
Globus received a secure-c annual surgeon survey in which the surgeon stated a removal surgery occurred for failure to relieve the patient's neck pain. The sales representative was provided the necessary forms, and forwarded them to the surgeon. The requested documentation has not been received from the surgeon. If the information is received from the surgeon, a supplemental report will be filed.

Event description:
Globus received a surgeon survey in which removal of a secure-c device was reported.